Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, active current measurement, and self test. Insulin pump received with unexpected battery power loss and had high sleep current, problem isolated to electrical board. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery was empty after four or five days. Customer stated they received change battery and change battery now alarm. Customer checked battery cap and confirmed no issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.